Event description:
It was reported that the screen on a customer's pump was broken, rendering the touchscreen unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The distributor is awaiting the return of the faulty pump to perform further checks, and a replacement pump with serial number (B)(6) has been provided to the customer.